Event description:
The customer reported that the pump is cracked. During the call the customer informed that they were hospitalized for low bgs. It was indicated that the customer was connected to the pump while priming.